Manufacturer narrative:
As reported, the indicator window of two 5f exoseal vascular closure devices (vd) did not change color. There was no reported patient injury. The device was used for closure after angiography. Additional information was requested but not provided. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection showed that the deployment lever was received not depressed, while the guard was locked. The plug was in a manufacturing position and the indicator wire was found deployed. A 5f cordis avanti catheter sheath introducer (csi) was returned inserted on the received unit. The indicator window was received in the black/white position. No additional anomalies were observed during this visual analysis. A deployment simulation evaluation was performed. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window, followed by full depression of the deployment lever, achieving indicator wire retraction and expected plug deployment. The indicator window black/white and red position was also obtained as expected. A high magnification evaluation was executed to assess the internal mechanism of the device. No abnormal conditions were observed. A review of the manufacturing documentation associated with lot 18390445 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the device received since the device was able to be successfully deployed with full window transition. The cause of the reported issue could not be determined, especially since the condition of the returned device did not match what was reported. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of two 5f exoseal vascular closure devices (vd) did not change color. There was no reported patient injury. The device was used for closure after angiography. Additional information was requested but not provided. The devices were not returned for evaluation as previously expected.